Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a pseudoaneurysm on the inner curve of the aortic arch using a gore® tag® conformable thoracic stent graft with active control system. During the procedure, the gore® tag® device was deployed in a position where the partially uncovered stent slightly covered the left subclavian artery (lsa); however, blood pressure in the lsa reportedly decreased while ballooning. Intra-operative imaging reportedly revealed a blood flow delay and unintentional coverage of the lsa by the partially uncovered stent of the gore® tag® device. According to the report, blood flow was recovered with ballooning at the lsa, and an additional bare metal stent was placed. The patient tolerated the procedure. The physician reported the possibility of misalignment of deployment position due to either cardiac pulsation, or slight migration of the device during ballooning.

Manufacturer narrative:
(B)(4). It should be noted that, per the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, improper stent graft placement and branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.